Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed a bruised red looking irritation on the bottom edge of the garment on both the left and right sides. The patient nurse applied a band-aid to the irritation. During a follow-up, it was reported that the patient's irritation improved.